Event description:
It was reported that the pump motor had stalled. This was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI. It was noted that the pt was at a very slow flow rate. It was later reported that pump recovery was reported in logs. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).